Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer's mother called in to report a no delivery alarm. The customer's blood glucose level was 500 mg/dl. The customer treated with a manual injection. The caller stated that the alarm was resolved by a complete set change. The caller stated that this is the 5th time the alarm has occurred. The caller declined to return the set and reservoir back for analysis. The caller will monitor the device and nothing was returned or replaced.